Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and historical data, a possible cause for the malfunction is degradation problem. The most possible cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the cysto-nephrofiberscope exhibited wear and tear with visible pieces fallen off from the bending section. There was no patient involvement.

Manufacturer narrative:
Correction information added to section h5.

Event description:
No additional information reported by customer.